Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Historical data analysis revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms. Pt info requested.

Event description:
Clinic reported a patient who developed burn, abscess, and infection on the left axilla and an infection on the right axilla 72 days post miradry treatment. The affected area was incised and cleaned. Antibiotics were prescribed.